Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaulation. However, visual data of the customer's report was provided by the customer. The report was observed during review of the visual data. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a system interconnection cable that was not properly seated to a connector. The cable was reconnected to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.